Event description:
It was reported that during a ptca treatment, deflation difficulties were encountered. The physician performed ptca of rca with the maverick2 monorail ptca catheter. He initially inflated the balloon in the posterolateral segment of the rca to 6 atms; however he was unable to deflate the balloon. The physician then advanced the same balloon in an unknown coronary artery segment, and again inflated it to 6 atms, but again was unable to deflate the balloon. The physician removed the inflated balloon together with both wires and guide catheter without difficulty as the vessel diameter was 4.0 mm. After removing the catheter from the pt, the physician attempted to deflate the balloon with a normal syringe, but was unsuccessful. He then attempted to flush the system, but, again was unsuccessful. The pt status is reported as "okay".